Event description:
The customer reported that a bad iris pot error was detected after boot up. The error message says, "error iris" and then something concerning the camera lens. This occurred during a case and the customer was unable to complete the case. No pt injury was reported.

Manufacturer narrative:
The ge svc rep recalibrated the collimator iris using internal generator software. The system boots up with no error messages.